Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s implanted pump was used to deliver bupivacaine (10 mg/ml at 2.5 mg/day) and dilaudid (10 mg/ml at 2.5 mg/day). The indication for use was non-malignant pain and failed back surgery syndrome. Additional information was reported by the healthcare professional (hcp) on 2016-04-15. The interventions that occurred to resolve the pump alarm and issue interrogating the pump was to have numerous attempts to interrogate the pump with the programmer, a magnet was placed for the pump for 30 minutes to ¿trigger¿ a change in the pump, and the hcp had called tech support. It was reported that the cause of the issue interrogating and the alarm was caused by the pulse electromagnetic field device (pemf) at the chiropractor¿s office on (B)(6) 2016 and the "pump was malfunctional thereafter." It was noted that the pump continues to alarm and it still cannot be interrogated. The patient¿s opiate withdrawal symptoms had improved, the patient had increased pain. It was also reported that the pump and catheter had been completely drained with access kits under fluoroscopy and had been filled with normal saline. Additional information was reported by the consumer on 2016-04-25. The patient had been in pain since the event and is waiting for approval to get a new pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the consumer via the company representative on 2016-05-13. The patient's chiropractor used a magnetic machine on their back, the pump is located in the patient's back, and within 24 hours the patient was experiencing withdrawal symptoms. When the patient was seen in the clinic the the drug was removed from the pump and replaced with saline. The pump was explanted and replaced on (B)(6) 2016. The patient's medical history included lumbar radiculopathy and at the time of the report the patient was alive with no injury.

Event description:
Information was reported by the healthcare professional (hcp) regarding the patient's implanted pump which was used to deliver non-malignant pain and failed back surgery syndrome. The indication for use was bupivacaine (10 mg/ml at 2.5 mg/day) and dilaudid (10 mg/ml at 2.5 mg/day). On (B)(6) 2016 it was reported that the patient had visited a chiropractor on friday ((B)(6) 2016) who used pemf (pulsed electromagnetic filed) therapy on their neck and back. The pump started to alarm and the patient's pain got worse and the patient went into withdrawal over the weekend ((B)(6) 2016). The patient went to the emergency room on (B)(6) 2016 and was given some IV dilaudid and oral medication. The hcp stated that the pump is usually fairly easy to interrogate but on (B)(6) 2016 the hcp was unable to interrogate it at all, two different physician programmers were tried and the patient had been moved to a different room. It was noted that the pump is superficial and typically very easy to access and read. The pump was making the critical alarm sound and the patient had noted it was beeping every hour; the critical alarm interval was set to every 10 minutes. The hcp noted that they would empty the pump since they will manage the patient with medication outside of the pump for now.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump ((B)(4)) was returned for analysis. Analysis of the pump found an anomaly with the hybrid. A high current drain occurred which was caused by a defect in the antenna control circuit. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.